Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and it did not turn on. The customer¿s blood glucose level was unknown. The customer also reported that they received low battery alarm and after battery change it went blank and display is blank currently. The customer stated that the contacts on the battery cap were missing. The insulin pump will not be returned for analysis.